Event description:
It was reported that device entrapment occurred. A rotapro 2.00mm and rotawire were selected for treatment. After ablation the devices were attempted to be removed but were stuck. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis could not confirm the reported events, as the rotawire was able to be fully inserted and removed with no resistance or issues, and there were no damages identified to the returned device that would be evident of a stuck rotawire.